Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20. User's test strip had poor storage.(kitchen) test strip UDI# (B)(4). Note: manufacturer contacted customer on 5/26/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms and no medical attention was required.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 66 and 64mg/dl. The customer's expected fasting blood glucose test result range is 80 to 130mg/dl. The customer did report symptoms if blurry vision and dizziness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is 5/12/2017. The meter memory was reviewed for previous test result history. The 81mg/dl (B)(6) 2017 09:17 pm fasting: yes, the 64mg/dl (B)(6) 2017 04:12 pm fasting: yes, the 125mg/dl (B)(6) 2017 07:38 am fasting: yes, the 130mg/dl (B)(6) 2017 10:36 pm fasting: yes, the 66 mg/dl (B)(6) 2017 06:47 pm fasting: yes. The customer stated that he has informed the symptoms to his doctor and is not sure if it is related to his diabetes or not. The customer stated that at this time he does not need to seek any medical attention.